Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodged inside patient occurred. The target lesion was located in the circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross a previously placed stent and stripped off stent balloon. The procedure was completed with another 3.0x28 synergy drug-eluting stent. No patient complications were reported.